Event description:
It was reported there was a power on reset (por) condition and it was noted there was possible exposure to electro cautery during an unrelated surgery. It was noted during the patient's unrelated surgery her implantable neurostimulator (ins) was not turned off. It was also noted due to the patient's poor response the patient's health care professional (hcp) was unsure when or if the surgery had an impact on the patient's device. The hcp attempted to clear the por condition. He did not have the patient's serial number so he bypassed the message; he then reprogrammed the patient again, took impedances and the device por'd again. The hcp went through the same steps again. It was noted the ins was showing low battery but had greater than 120 months for longevity. The longevity test was rerun and the battery status indicated the ins was at end of life (eol) with longevity greater than 120 months. It was reported the impedances tests were "all over the place:" 707, 647, and greater than 800 ohms a few times, but contacts c2, c3, and 23, were in the "normal" range. It was noted back in (B)(6) 2012, the patient's therapy impedance was 579 ohms. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 435135. Serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).